Event description:
This case was reported by a consumer (sister of patient) and described the occurrence of death (unknown cause) in a male patient who received gsk denture adhesive (formulation unknown) (corega) for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included denture wearer. On an unknown date, the patient started gsk denture adhesive (formulation unknown). At an unknown time after starting gsk denture adhesive (formulation unknown), the patient died. The cause of death was unknown. It is unknown whether an autopsy was performed. The manufacturer's report number for this case is 9681138-2013-00022. Corega (distributed as super poligrip in the united states) is manufactured in (B)(4), and neither the product not lot number for the product is available. (B)(4).